Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated, and the reported clip jumpiness and mechanical issue could not be confirmed during returned device analysis as the device functioned normally. The reported use error appears to be due to user deviating from the IFU which likely resulted in clip actuation issue. Since the user forgot to close the clip before the last efaa check, the reported improper or incorrect procedure or method appears to be due to use error which likely cascaded into the clip actuation issue (clip jumpiness). It should be noted that the IFU states: slowly close the clip just until the leaflets are coapted and mr is sufficiently reduced. The clip should maintain a distinctive v shape. A definitive cause for the observed bent actuator mandrel could not be determined in this incident. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed as the clip opened while establishing final arm angle and for clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. While establishing final arm angle (efaa), after one full rotation of the arm positioner, the mitraclip opened to 30-40 degrees. Two attempts were performed to efaa, however the clip opened unintentionally both times to 30-40 degrees. The clip was opened to 120 degrees, locked and leaflet grasping was attempted however the clip failed efaa. It was noted that the clip was unlocked, with the clip still in the open position at 30-40 degrees, which resulted in clip jumping to 80-90 degrees. The clip was removed and replaced with another device, successfully reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.